Event description:
The trauma patient had a left-sided craniotomy for evaluation of left subdural hematoma and placement of right-sided intracranial pressure monitor. During the process of securing the skull flap with screws and plates, a 4 mm screw head broke off leaving the shaft in the skull. This screw was one of numerous 3.5 and 4 mm screws used to secure the plate. As more damage would occur by the process of removing the shaft, it was left.